Event description:
It was reported that during a da vinci-assisted surgical procedure, plastic at the top of the fenestrated bipolar forceps (fbf) instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: there was absolutely no fragment that fell inside the patient. The instrument was sent back to intuitive with the broken plastic part.

Manufacturer narrative:
Intuitive received the fenestrated bipolar forceps associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly. The instrument passed the bumper test. The bipolar energy cord was connected to an in-house erbe generator and passed recognition as an energy device in several positions. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test.